Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination was performed on the xxl balloon. The balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Solidified blood was noted inside the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit filled with glycerol/h2o solution and positive pressure was applied when liquid was seen escaping from a pinhole leak in the balloon material approximately 51mm distal to the distal edge of the proximal markerband. A microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. No issues were noted along the length of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis the most probable root cause has been determined to be use/user error as the device was used in the iliac vein. Direction for use states: ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.'' (B)(4).

Event description:
Reportable based on device analysis completed on 05-oct-2017. It was reported that balloon inflation failure occurred. The target lesion was located in the iliac vein. Two 16-6/5.8/75 xxl¿ esophageal balloon catheters were selected to dilate the lesion. Three attempts to inflate were made on each device but both balloons still failed to inflate. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a balloon pinhole.